Manufacturer narrative:
The manufacturing representative (rep) went to site to test the imaging system and found door open button is intermittently not working. Replaced with new pendant and checked all buttons and leds. System is functioning as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant button was too hard to push to open the door, and the door open button was intermittently not working. The issue was identified when three individuals attempted to push the button without success. There was no patient involved.

Manufacturer narrative:
(H3, h6): the pendant was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Pendant passed visual inspection. Installed pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Door opened as expected. Cable were stretched and stressed. No functional problem found. Codes b19, d14 codes applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. E. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.